Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed pain under her right breast. There is no indication of a visible rash or irritation. The patient reported that garments were too tight, digging into her skin, and causing a burning sensation. The distributor sent the patient larger garments, however, the patient reported that the larger garments did not help. The patient made her physician aware of the chest pains and discomfort that she was experiencing. Due to the pain on the patient's right side, the doctor advised that the patient will need gallbladder testing. The patient again confirmed no visible skin irritation. Outcome of the pain is unknown.